Manufacturer narrative:
It was reported a broken shoulder strap on the carrying case. The carrying case was not returned for evaluation. A review of the manufacturing documentation confirmed that the device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with broken shoulder straps can be attributed to deterioration and/or due to the handling of the pack. The unit, however, was not available for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient shoulder pack is used to safety secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only heartware supplied components with their heartware system. Users are instructed that the shoulder pack can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warning to not used a clothes dryer and to make sure that the pack is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Therefore, the potential that this type of event would cause a death or serious injury is remote. This will most likely result in user annoyance with no effect on the functioning of the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Disposed.

Event description:
It was reported from the site that the patient arrived in clinic on (B)(6) 2017. He had a broken strap on his shoulder bag and was issued a new bag by perfusionist. The bag was disposed of by the site; therefore, it will not be returned.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.